Event description:
It was reported by the aci clinical specialist that a (B)(6) male pt, weighing (B)(6), underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the mid femoral head, via a 6f st. Jude sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approx. 7mm. Peri-procedure the pt was anticoagulated with angiomax and heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician used ¿very good technique (per IFU)¿. After pressure was released, a hematoma formed approx. Half a golf ball in size. Manual pressure was applied for 5 minutes, and then a safeguard was placed at the access site for 20 minutes, with no further complications.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.